Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was implanted to treat a proximal lesion. It was reported that 30 minutes post stent implantation, the patient experienced st elevation and was brought back into the cath lab where it was noted that the stent was occluded due to thrombus. Another stent was used in the patient. No patient injury reported.

Manufacturer narrative:
Additional information: the stent was expanded at 12 atm. St elevation was due to myocardial infarction. The patient was on dapt. Another resolute onyx stent was used to treat the thrombus. If information is provided in the future, a supplemental report will be issued.